Event description:
It was reported that the patient received inappropriate therapy while admitted at the hospital. Upon review, it was found that the patient's implantable cardioverter defibrillator (ICD) exhibited wide qrs oversensing, which resulted tin inappropriate shocks and antitachycardia pacing. Undersensing of the discrimination channel was also noted. Programming changes were made to resolve the issue. The patient remained stable.